Event description:
It was reported to philips that the device had an ECG bias issue. There was no patient involvement.

Event description:
It was reported to philips that the device had an ECG bias issue. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the noted issue. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The processor pca was found to be fully functional and a cause for the original failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an ECG bias issue. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.